Event description:
It was reported that the valve not sealed. There was no impact on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking solo valve is inconclusive because the exact clinical conditions could not be replicated. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues along the solo valve. A functional test of attaching a 12 ml luer lock syringe to the luer of the catheter and infusing water into the catheter through the 12 ml syringe revealed the syringe connected to the catheter without observable damage, and the catheter was not observed to leak. The catheter was subsequently charged with water and suspended upside down to observe whether the valves leak or not. The valves were not observed to leak. A functional test of pressurizing the catheter with water using the same 12 ml syringe revealed the catheter did not leak. A functional test of attempting to pressurizing the catheter with water using a slip fit syringe revealed the catheter did not leak. A microscopic observation of the catheter solo valve revealed no obvious damage to the solo valves, and no obvious damage was observed along the luer threads of the solo valve. The complaint of a solo valve leak is inconclusive because the clinical conditions related to the failure could not be reproduced. Possible observations of leakage may include use residues causing the valve to briefly remain open allowing for some leakage, or other unknown clinical conditions. This complaint will be recorded for future trending and monitoring purposes.